Event description:
A patient who had previously undergone a 2 level anterior cervical fusion was taken back to the operating room in 2007, to revise the construct because one of the screws was backing out. It was stated that the screw was implanted within the patient's disc space and not within the vertebral body. It is unknown, whether or not, the screw was implanted within a normal disc space or within the space of the graft. No x-rays were made available to abbott spine. The surgeon revised the construct with another manufacturer's product.

Manufacturer narrative:
Product was not returned. Device history records could not be reviewed because the product lot number was not provided. The investigation was performed by reviewing the product literature, surgical technique, and the reported complaint. The conclusion was made that the implanting surgeon failed to follow the documented surgical technique, thereby causing the screws to back out. No further action is required.